Manufacturer narrative:
Upon review of the returned product, the complaint product did not contribute to patient harm. Therefore, there was no risk to the patient and this does not meet the definition of a complaint. This report, 1818910 - 2016 - 28143 , is being rejected. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Event description:
Patient was revised due to cup loosening.